Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms and lead fracture was suspected. Signal artifact monitor (sam) episodes were stored due to the out-of-range pace impedance measurements and false atrial tachy response (atr) episodes were stored due to unipolar oversensing. Technical services (ts) discussed troubleshooting/programming options and possible lead revision. This ra lead remains in service at this time. No adverse patient effects were reported.